Manufacturer narrative:
Resolution was requested from the field, however, nothing further has been received. Should additional information become available this event will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected >2000 ohms on a non-boston scientific defibrillation lead. Noise was also present on this lead. This patient is not device-dependant. The health care provider reported not being able to locate the measurement in latitude. No adverse patient effects were reported.

Manufacturer narrative:
It was later reported that the lead was surgically abandoned and a new boston scientific lead was implanted successfully.